Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication gastrointestinal/pelvic. Patient had exp erienced a loss or change of therapy. Her trial was amazing and the first week with the permanent implant was great. However, the patient had two, recent episodes, one minor and the other was a 'meltdown'. She described the meltdown as having no control and her st ool was the consistency of ice tea. She does feel stimulation. After the first minor episode, she increased stimulation from 1.4 to 1.5 v. The patient has follow-up appointment with hcp (healthcare provider) on (B)(6) 2016. Event date on (B)(6) 2016 for minor episode and (B)(6) 2016 for meltdown/increased stimulation to 1.5 v.

Event description:
Additional information received from the patient reported that when the patient had her first accident on (B)(6) 2016, ¿it was like it was starting all over again.¿ yesterday, (B)(6) 2016, was horrible. It was as bad, if not worse than before. Yesterday morning the patient was not feeling the vibration so she increased it up one notch, which was what she had been using. They put it at 1.4 and she increased it up to 1.5, which was what she used in the beginning during the trial. The patient was on her way home when she had very little warning and it was horrible. The patient noted that she usually had no warning. It was not helping much then when compared to the trial. The patient asked if this were to happen again if she should go up on higher. The patient was advised to go a little bit higher as long as it was comfortable. The patient described the consistency ¿like chocolate milk coming out¿ and then this time it was like ¿iced tea.¿ the patient had no control. The patient had been feeling good up until (B)(6) and the week before. On the day of the report stimulation was still at 1.5. The patient was not going to the bathroom and usually she would go 3 or 4 times. She had ¿only been 1, and 1, and 1 today.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.